Event description:
It was reported that pico was used on a patient post mastectomy and later a build-up in the patient¿s axilla was noticed and the dressing was still dry. The patient was taken back to ot to drain the fluid accumulation.